Event description:
It was reported that, "pt complained of hip pain. Replaced the poly acetabular insert and placed the delt biolox head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.